Manufacturer narrative:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) came out together during device removal. The sealant was deployed partially out of the skin dislodged from the arteriotomy and did not stick to the device. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The procedure was interventional and was performed using a retrograde approach. The device storage temperature did not exceed 25 °c. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. There was no resistance noted during use. The user was trained in the use of the device. The device was prepared and used according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. Femoral artery suitability was verified by angiography, including sheath insertion angle, vessel diameter greater than 5 mm, absence of visible calcium or plaque, absence of stenosis greater than 50 percent at the puncture site, no nearby stent, no prior closure at the target site within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. A non-cordis introducer sheath was used. One non-sterile 6f/7f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed, and button 2 was fully depressed. The stopcock was found open. No syringe was returned for this evaluation. The sealant was not returned for this evaluation. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The simulated deployment test could not be performed due to the device being received fully deployed, which prevented the execution of the functional analysis. An additional verification was executed to confirm the balloon was fully deflated, and it was determined that the balloon was fully deflated, as it was found fully retracted. The reported event of ¿sealant-inaccurate placement-partial¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant deploying partially out of the skin, especially since both buttons were fully depressed with no anomalies noted. However, procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) came out together during device removal. The sealant was deployed partially out of the skin dislodged from the arteriotomy and did not stick to the device. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The procedure was interventional and was performed using a retrograde approach. The device storage temperature did not exceed 25 °c. Button # 1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. There was no resistance noted during use. The user was trained in the use of the device. The device was prepared and used according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. Femoral artery suitability was verified by angiography, including sheath insertion angle, vessel diameter greater than 5 mm, absence of visible calcium or plaque, absence of stenosis greater than 50 percent at the puncture site, no nearby stent, no prior closure at the target site within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. A non-cordis introducer sheath was used. The device will be returned for evaluation.